Event description:
The investigation of the device revealed a finding of frayed and exposed wires on the power supply of the device. The patient electronic unit was replaced and there were no adverse consequences to the patient.

Manufacturer narrative:
One cardiomems patient electronic system power supply was received for evaluation. External visual inspection of returned material revealed exposed frayed wires on the power supply. No additional physical damage was observed. Due to exposed wires of the returned power supply, the i3 unit was able to power on with no power malfunctions. However, all testing and further evaluations were performed using a golden power supply. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified.